Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance was reviewed. The vendors confirm that the device lot conforms to all applicable product specifications. There were no non-conformities observed.

Event description:
The hospital reported that during sterilization/sanitization for an endoscopic vein harvesting procedure, hemopro2 extension cable was found with broken tip.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during sterilization/sanitization for an endoscopic vein harvesting procedure, hemopro2 extension cable was found with broken tip.